Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized at a rehab institute due to reasons not diabetes related. However, the customer was experiencing elevated blood glucose levels at the time, and was treated by the medical staff. It was stated that the customer had changed the infusion set and given a bolus, but continued to experience elevated blood glucose levels. Nothing further was reported.